Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the personal therapy manager (ptm) was not uploading information. The refill date was not accurate. The drug being used was unknown. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the manufacturer's representative saw the patient on 2014-(B)(6) for a dye study. The catheter and pump were reportedly both working perfectly as determined from the study. The patient reportedly wanted to know if they would be able to set the date and time of the ptm. The ptm had reportedly been set after interrogation with the clinician programmer. There was reportedly nothing wrong with any of the equipment such as the ptm, catheter, or pump. The manufacturer's representative did not have the patient's name in any of their records. No other information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4)